Event description:
Event description guidant received information that during an annual follow-up visit, this patient's atrial lead displayed impedance measurements greater than 2500 ohms. A chest x-ray was taken; review of the x-ray indicated that the lead had become fractured, and that the pacemaker appeared to be positioned in the pocket with an unusual rotation. During a revision procedure, the atrial lead was confirmed to be fractured in two locations. The distal portion of the lead was surgically abandoned and another lead was successfully implanted with a new device.